Manufacturer narrative:
This supplemental report is to report the correct awareness date which should have been (B)(6) 2018 and not (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a remote transmission was reviewed indicating oversensing and noise on the patient¿s right ventricular lead. It was anticipated the patient will be brought into clinic where the health care provider will be able to assess the patient and the lead. No further information was available.

Event description:
New information received stated that the patient presented in clinic for follow up on (B)(6) 2019. Upon review of egms, the right ventricular lead exhibited noise reversion episode. Isometrics were not performed. The patient was stable.